Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the device had no repair history. The reported phenomenon was reproduced and the device did not turn on when the power switch was pressed. There was no abnormality on the exterior and the inside of the device. After the power switch was pressed, there was no voltage output on each output interface, and an abnormal noise continued to be heard inside the power supply. The power supply parts was replaced, the issue was resolved. (B)(4) determined that the device did not turn on and start up due to a quality defect in the power supply parts. According to the information provided by the user facility, the device had been manually reprocessed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device didn t turn on and the monitor screen was black. The patient was not yet anesthetized when the reported malfunction occurred. The device was used with an olympus camera head ch-s200-xz-eb. The user replaced the device to another device and completed the intended procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device body has not been returned, but the power supply unit of the device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc confirmed that there was no voltage output on each output interface from the device inspection result by olympus china sales & marketing (ocsm). When omsc checked the appearance of the power supply unit, there were no abnormalities. In addition, it was confirmed from DHR that there were no abnormalities when the device was shipped. Based on the above, omsc determined that the device did not turn on even when the power switch was pressed and the endoscopic image was not displayed because an internal power outage occurred due to an accidental failure of the power supply unit. The exact cause of the internal power outage could not be conclusively determined, however it may have been caused by a high load such as overvoltage applied to the power supply unit inside the device due to the power supply environment of the user facility. If additional information becomes available, this report will be supplemented.